Event description:
It has been reported to philips that the device may not be functioning as expected.

Event description:
It has been reported to philips that the device may not be functioning as expected.